Event description:
On (B)(6) 2009, the pt underwent bilateral sinus lift with bone augmentation where three regenaform moldable blocks and ossix plus membranes were implanted. On (B)(6) 2009, the pt returned for follow-up complaining of some tenderness and possible drainage on the left side. On (B)(6) 2009, the pt returned for follow-up with drainage from the left side of her jaw. Antibiotic therapy was initiated. On (B)(6) 2009, irrigation and debridement procedure and graft removal on the left side. On (B)(6) 2009, pt returned for follow-up complaining of drainage and tenderness on the left side. A second dose of antibiotic therapy was initiated. At the last visit ((B)(4) 2009), the pt was noted to have a 1mm fistula present on the left side with no inflammation

Manufacturer narrative:
Investigation: a comprehensive re-review of internal records including, donor records, serological results, culture reports and mfg records was conducted. No departures were noted during the records re-review for donor (B)(4). The graft passed all release requirements prior to distribution. No other complaints have been associated with the donor. The graft was subjected to post processing gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. Results of investigation: for surgery class ii, dental procedures, endogenous flora is involved. Based on the methodology utilized for sterilization of the graft, the re-review of donor and mfg records, and the pt's clinical course with the implantation of concurrent medical devices, suggests the symptoms exhibited by the pt are more likely to be associated with extrinsic factors rather than intrinsic contamination of the medical device .